Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead was being removed to be replaced so that the patient could get an MRI and it snapped in half during explantation. Multiple attempts and further exploration to remove the lead were performed, but they were unable to recover the electrodes from the end of the lead. At the time of the report it was inactive but still present in the body.  It was reported that further surgery was required to get it out of the patient. The doctor had dissected down to the sacrum and spent a long time using fluoroscopy and visual/tactile methods to try to get the lead out completely. They were unable to reach the lead without additional help/intervention by a different/neuro specialist because it was too deep in the sacrum. The patient was closed without complete removal of the lead electrodes. As of now the rep was unaware of any additional follow-up appointment for the patient. It was unknown if the issue was resolved at the time of the report.